Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure that the high-resolution stereo viewer (hrsv) monitor lost vision in the left eye. The operating room (or) team removed the instruments from the patient, completed a system restart, and reseated the blue fiber cable (bfc), but the issue remained. Operating room (or) team had converted to laparoscopy prior to calling technical support engineer (tse). Tse confirmed with the customer that the vision side cart (vsc) monitor was black as well. Tse advised that the reported issue could be related to the left monitor or hrsv harness. Within the error logs, error 45314 was present, indicating a potential issue with the endoscope. There were no reports of patient injury due to this event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse swapped the digital visual interface (dvi) cables and power cable with left and right screen on surgeon side cart (ssc), swapped the cables at the patient side cart (psc) rear, and also replaced personality module surgeons console (pmsc) but issue was not solved. During troubleshooting, fse found the issue was fixed on the ssc¿s left eye. Fse replaced the left high-resolution stereo viewer (hrsv) monitor in middle of the surgery, (within the all the security steps) by surgeon permission. Surgeon converted the surgery with robot, ended the troubleshooting and finished it with robot. Fse also checked the endoscope associated with the event and the scope had no issue. System was tested and verified system was ready for use. Isi has not received the hrsv monitor associated with this event to perform failure analysis. As such, the probable root cause cannot yet be determined based on the information provided. A return material authorization (RMA) was issued to evaluate the isi device.